Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported during ipg replacement surgery (mfg report reference:1627487-2019-06031)the patient had difficulty waking up post operatively. Patient was sent to ER where narcan was given. Later on patient was seen by rep and reprogrammed and effective therapy was established.